Event description:
It was reported that during a stenting treatment procedure, a shaft fracture of the stent delivery system (sds) occurred. The target lesion was located in the circumflex. The physician placed a 6f non-bsc guide catheter. Then while the physician attempted to introduce a 4.0x28mm liberte sds into the guide catheter, the shaft fractured. The device was removed from the patient's anatomy and the procedure was completed with another of the same device and no other complications were reported.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture of the stent delivery system (sds) occurred. The target lesion was located in the circumflex. The physician placed a 6f non-bsc guide catheter. Then while the physician attempted to introduce a 4.0x28mm liberte sds into the guide catheter, the shaft fractured. The device was removed from the patient's anatomy and the procedure was completed with another of the same device and no other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 58.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).